Event description:
The patient reportedly was not progressing in speech production. A CT scan (date not given) confirmed correct placement of the electrode array. Testing performed by a company rep confirmed that three electrodes were not functioning. Programming changes were made. In december 2003, the patient's family members reported that the patient removed their external headpiece and did not want to wear it. In 2004, after a review of patient data by co reps, the recommendation was made to explant the patient's c1 device. Surgery to explant the patient's device has not yet been scheduled.